Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated they saw the eri message displayed on their device for the last couple of weeks. Pt also mentioned their device was not turning on and off currently. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that his hcp coordinated a apt for ins replace (B)(6) 2022. Patient stated he would like to know if he is able to get new lead or use old lead for MRI. Ps reviewed lead, device function and recommend patient consult with his hcp office. Patient said he is getting eri on his device and his therapy is still working. Patient services (ps) reviewed meaning of eri and reviewed device function.